Manufacturer narrative:
The manufacturer has completed the investigation for an allegation a patient's oxygen level decreased while on a ventilator. The ventilator was returned to the manufacturer for evaluation and the device passed all testing and was found to operate as designed. No malfunctions or deficiencies that would impact therapy were observed.

Event description:
The manufacturer received information alleging a patient's oxygen level decreased while on a ventilator. The patient was placed on another device to correct the issue. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.